Manufacturer narrative:
(B)(6).

Event description:
Information was received that the administration set for a pump tubing was leaking at the filter. 500 ml meropenem being administered. No reported adverse effects.